Event description:
Claimant underwent cataract surgery on his right eye on 8/22/91. An intraocular lens was implanted during the surgery. A viscoelastic gel was used in claimant's right eye intraoperatively. Claimant suffered a delayed increase in intraocular pressure on 9/1/91, ten days post surgery. His intraocular pressure was found to be greater than 60. He was treated for his intraocular pressure increase both as an outpt and inpt. Ultimately, and as a direct and proximate result of contaminated device, claimant became legally blind in the affected eye in 10/91. Device had been granted pre-market approval in 3/91, and pre-market approval was withdrawn on 2/7/92. Claimant is legally blind in his right eye, and suffered and continues to suffer with excruciating pain. He has lost and continues to lose income and benefits from his employment at the time of his injury.